Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products :other relevant device(s) are. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue could not be confirmed and no parts were replaced. The manufacturer date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that they were booting the imaging system -arm for a case and the system was stuck in initializing please wait. They had rebooted a few times without resolution. Rebooted disconnected, able to boot. There was no patient present when this issue was identified. No additional information was provided.